Event description:
It was reported that whenever the patient changed posturer's (lying down, moving side-to-side) they did not feel the stimulation although they still had coverage for their pain. It was also noted that the patient verified that the implantable neurostimulator (ins) was on during the times they could not feel the stimulation. The patient had a reprogramming session about 2-3 weeks ago. It was reported that the patient could feel the stimulation phasing down and fading away. The patient understood the adaptive stimulation feature and had made adjustments but this had not resolved the issue. It was reported that the patient was having pain. Additional information reported that the patient had intermittent stimulation from the ins since (B)(6) 2013. Specifically, the patient stopped feeling the stimulation to the targeted areas of the right foot, bilateral lower extremities and buttocks. The patient did not feel stimulation around the ins or lead. It was noted that the patient would be lying down and felt the stimulation turn off. The manufacturer¿s representative thought that the patient may be on a cycling program. With no movement at all, the patient would feel the stimulation ramp up for 15 seconds and go down for 15 seconds consistently. It was noted that this occurred regardless of the electrodes that were in used and with a non-adaptive stimulation program as well adaptive stimulation program. The ¿soft start¿ feature on the ins was removed. Impedance measurements were within normal range (593-998 ohms). The amplitude setting was at 7.0 volts. This issue did not appear to be environment-related as it was seen in the clinic setting also. It was noted that the stimulation issue was intermittent, with some days where the stimulation was normal and others when it felt like it was cycling or shutting down. The patient¿s ins was interrogated with the clinician programmer unit and the settings appeared normal and verified that the device was on. The issue did not appear to be related to the charge level of the ins. It was noted that the patient met with the manufacturer¿s representative two and half weeks ago at which time the ins was re-oriented and reprogrammed with the result it helped the patient¿s pain coverage. It was decided remove the adaptive stimulation feature on the ins to rule this out as a cause of the patient¿s symptoms. Follow up information confirmed the impedance measurements were normal and that there were no obvious issues. The patient was to meet with the manufacturer¿s representative in 2 weeks for further evaluation if they were still experiencing the intermittent stimulation issue. Additional information received reported a battery output evaluation was performed. Additional information reported the patient was still having concerns about their device or therapy and was waiting for feedback from their manufacturer. Additional information reported the patient¿s device needed to be adjusted due to the transition zone ¿stops midway in transition¿. It was later reported that the stimulation was turning off and then back on again but was not showing up on the patient programmer. The patient experienced stimulation off sensation when he was transitioning from laying back to laying on side. It was clarified that the patient was running into the transition zones. The patient would not allow to have the adaptive stim feature turned off so it was unknown if the stim fluttering on/off was an adaptive stim issue or stimulation itself. The patient wanted to have the system removed to be implanted with a different manufacturer¿s device. Additional information received reported that the patient met with a company representative. It was reported that the patient had kept notes on the settings he had and reviewed them with the representative. It was stated that the patient ranged from "mid 3 to high 9" on amplitude depending on his position on all four programs (upright all high amp vs. Lying down). It was stated that the representative was going to relay the information to the patient's managing physician. It was reported that the manufacturing representative was to meet with the patient and managing physician on (B)(6) 2013. It was later reported that the hcp did not anticipate achieving improved coverage with a revision or replacement so he advised against that option. Additional information reported that the patient was still having problems with stimulation phasing in and out and turning off abruptly, which only occurred when on adaptive stimulation settings. It was noted that the issues do not occur when in non-adaptive stimulation settings. It was reported that the patient had the adaptive stimulation set for 4.0 for standing position and for lying down the patient had it set at 0.0, but still would feel stimulation even when lying. It was noted that the patient would receive a ¿surge of stimulation¿ when laying down even though settings was set to 0.0. It was reported that ¿it thinks I¿m standing up¿. It was reported that the reason the patient is getting surge is because ¿it¿s thinking that I¿m standing up and it says on the remote that I¿m lying on my back¿. It was noted that the adaptive stimulation was setting the current to be for standing up even if the patient was in the lying down or on the side position. It was later reported that the manufacturer¿s representative was arranging a time to meet the patient at a healthcare professional office. Additional information was reported that the patient had been having ongoing problem with stim phasing in and out and this issue began 5 to 6 weeks prior. Additional information reported that the patient experienced no stimulation sensation. The patient¿s device reportedly stopped working last night and he was unable to feel stimulation at the time of current report. It was reported that the patient¿s implantable neurostimulator (ins) was able to sync with the patient programmer (pp). The pp showed that the ins was on and charged to 50%. It was further reported that last night when the patient was lying in bed, all of a sudden the intensity of the stimulation increased. The patient turned stimulation down to 0 volts, and ¿it kept stimulating then turned off.¿ it was noted that the patient tried reducing it and nothing worked on reducing it. It was reported that when stimulation turned off, the patient programmer showed it was still on. The patient reportedly had been having issues with his device since april. It was reported that the other times the stim had turned off, it would come back on, but that it would not come back on this time. The patient tried adjusting on both programs, and felt nothing when stimulation was increased to the maximum when it was usually at 2.0 or 2.5 volts. It was reported the patient was on 2.7 volts. The patient turned stimulation off then back on and felt no stimulation. It was noted that the patient had ¿a surge¿. No falls or trauma related to the event was reported. It was reported that the patient had surgical leads. It was reported that ¿it would turn off and on, it would increase entirely without me doing anything, like it did last night¿. It was noted that it turned off and it had not come back on. It was later reported the patient experienced an overstimulation sensation. The patient felt a surge and then no stimulation yesterday while lying in bed on a regular mattress. He was not charging nor using his patient programmer, and no medical procedure or imaging was reported to have been performed. The manufacturer representative checked impedances and all contacts were reported to have shown xxx values. Further, with the parameters programmed 2 volts higher than before, it was reported the patient continued to feel no stimulation. A physician mode reset (pmr) was performed. Impedances were retested and reported to be normal. The patient felt stimulation after the physician mode reset (pmr) however required a higher setting. No overdischarge or power on reset was reported. Further, it was reported the surging and device turning off had been occurring for the last 6-7 months. Stimulation was reported to turn off regardless of location and position. It was reported the patient could feel the surging of high and low amplitude. Additional information received reported all the diagnostics were in normal range when the manufacturer representative saw the patient. Further, it was reported that the patient was going out of town for one month and was instructed to document any changes in therapy or any abnormalities with the ins performance. The patient was going to decide when he returned if he needed to be seen by a manufacturer representative and/or his implanting physician.

Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was additionally reported that one time the device failed right in front of a company representative but they said it was working. Without having the device on pulsation, the current would go up and down, it would pulsate. There were times when it would be turned all the way down to 0v and the patient still received currents. The surging also occurred when the patient would be lying in bed and would get a surge without doing anything. There were times when it would just turn off on its own without pressing any buttons to turn it off. One time the device turned off and stayed off for 8 hours or so and then all of a sudden it came back on but it was verified that it was off. Finally the device failed, it just turned off. One time the device failed in front.

Manufacturer narrative:
A supplemental report will be sent when analysis results are available. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative reporting that the patient reported the stimulation surged and turned off. This occurred on a random basis. It was stated that there were problems during the entire life of the device. The device was replaced on (B)(6) 2014 due to reports of therapy abnormalities. The patient was noted to have seen other members of the local manufacturer representative team.

Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) found the ins battery had a reduced capacity due to overdischarge. If information is provided in the future, a supplemental report will be issued.